Manufacturer narrative:
A field service engineer (fse) was dispatched: found the overflow was caused from slow draining. Fse discovered protein buildup in the filter causing slow fluid flow. Replaced the filter and verified good draining. Qc ran without issue after filter replacement.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an overflow in the sample probe wash station that was leaking onto the counter generated in the immage 800 immunochemistry system. There was no affect on patient results or operator chemical exposure reported pertaining to this event.